Event description:
It was reported that the patient presented for a remote follow up via merlin.net with syncope due to ventricular tachycardia (vt) that fell below the detection rate, into the monitor zone. The implantable cardiac defibrillator was unable to provide therapy to treat vt. The patient presented in clinic for programming changes. Programming changes were made. The patient was in stable condition.